Event description:
The device was explanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Health professional additionally reported a capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, void >1 mm on side non-textured and one linear opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: two openings crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings crease smooth assessed as fold flaw opening. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.